Manufacturer narrative:
Investigation summary: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for cracked tube with the incident lot was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of cracked tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube there was cracked tube. The following information was provided by the initial reporter. The customer stated: "damaged." No further information reported.